Event description:
It was reported the left ventricular (lv) lead had high threshold and was partially dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal and proximal conductors (not obstructed) and there was apparent explant damage. Also, the outer insulation had cosmetic environmental stress cracking, was breached cut and had a cosmetic depression.